Event description:
The customer reported that his blood glucose was in the 400s (mg/dl) and he took a correction bolus at midnight. When he awoke in the morning, his blood glucose was still in the 400s. When the pod was removed, he noticed that the tip of the cannula was bent. When he put on a new pod, his blood glucose level started to come down.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.